Manufacturer narrative:
H10: device evaluation: two smiths medical cadd cassette reservoir were returned for analysis in a used condition. Visual inspection was performed and indicated that both samples leaked between the bag and the pump tube. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Manufacturer narrative:
Occupation: csp supervisor.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was leaking immediately on use. There was no patient or clinician injury.

Manufacturer narrative:
Device evaluation: two smiths medical cadd cassette reservoir were returned for analysis in a used condition. Visual inspection was performed and indicated that both samples leaked between the bag and the pump tube. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.